Event description:
The customer reported via phone call that they had several no delivery alarms. The customer stated they have changed their infusion set, but the alarm persisted. Customer's blood glucose was 148 mg/dl. The customer also reported the alarm would occur during a bolus delivery. Customer also reported the cannula on their infusion set was not bent upon removal from their body. The customer was advised of possible site related issue. The customer was advised to change out their entire infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.